Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right common iliac artery. A 8.0 x 40, 75cm mustang balloon catheter was advanced for pre-dilatation. However, during inflation within specified pressure, the balloon ruptured. The procedure was completed with another mustang balloon catheter. No patient complications were reported.